Event description:
It was reported that approximately 2 months post-implant of a bifurcated device and two infrarenal aortic extensions a proximal type I endoleak (2031527-2013-00143) and a distal type I endoleak was identified in the right limb of a bifurcated device. The patient was treated with a palmaz stent, a suprarenal aortic extension (2031527-2013-00128) and a limb extension to address the leaks. Approximately 9 months post-implant a follow-up tomography scan identified an unknown endoleak. Approximately 4 months later, the patient was treated with an additional palmaz stent and infrarenal aortic extension, but an endoleak was still present. A final angiogram was performed and the physician believed that there might be a type ii endoleak. Reportedly, the physician elected to end the procedure and continue to monitor the patient. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Intra-operative images were provided for clinical assessment and review of the records indicated that there may have been a type ia and type ib endoleak, for which the physician used a suprarenal extension and limb extension, to seal off the type 1 endoleak. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 15 months post-implant of a bifurcated device and two infrarenal aortic extensions, a possible type ii endoleak was identified under an angiographic image. The physician identified a proximal type 1 endoleak of an infrarenal aortic extension (2031527-2013-00143) and a distal type 1 endoleak in the right limb of a bifurcated device (approximately 2 months) which was originally treated with a palmaz stent, a suprarenal aortic extension (2031527-2013-00128) and a limb extension. However, approximately 9 months later, a follow-up computed tomography (CT) scan revealed that the aneurysm had not grown, but an endoleak was still present. Approximately 4 months later, the patient was treated with an additional palmaz stent and infrarenal aortic extension, however an endoleak was still present. A final angiogram was performed and the physician believed that there might be a type ii endoleak (type ii leaks are not related to the design of the device). The physician elected to end the procedure and continue to monitor the patient. It was reported that the patient tolerated the procedure well.